Manufacturer narrative:
Date sent to the FDA: 10/10/2022. It was reported that the patient experienced pelvic pain, bleeding, and dyspareunia. It was reported that the patient underwent surgery on (B)(6) 2019 for a urethral dilatation, cystolitholapaxy, cystolithotripsy, and laser of the exposed part of the mesh. It was reported that the patient underwent surgery for holmium laser cystolithotripsy and mesh excision surgery with holmium laser. Date sent to the FDA: 10/11/2022 . It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced multiple adverse health consequences. No additional information was provided.